Event description:
The customer reported the test does not start after the sample is applied to the test strip and as a result of being unable to test having a loss of consciousness and symptoms he described as "faint it" and "fell to the floor". The customer denied self-treatment or third party medical intervention. There was no report of death or permanent injury associated with this medical event.

Manufacturer narrative:
This is an initial report. The productshave been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The customer's date of birth is unknown. (B)(4).